Event description:
It was reported that prior to procedure, the laser did not come out. The procedure was completed with another of same fiber and there were no patient complications reported as a result of this event. Analysis of the returned device identified a fiber connector fractured and fiber fractured.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned device was thoroughly analyzed. Visual identified that the fiber received in two pieces. The fiber tip was degraded, laser fibers are consumable devices and expected to degrade with use. In addition, there was no light exiting the connector face, indicating a connector fracture. Functional analysis showed there that the console read "applicator has been used 3 times". A fracture within the sma connector can occur during procedural handling of the fiber during setup, use or reprocessing, in this case the customer used the fiber 3 times. The fiber connector may have a developed a microfracture that with use or handling can become larger resulting in an insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire which is likely what the customer experienced. According to the device direction for use: the IFU contains instructions for device preparation, reprocessing, and use. No updates are required to the IFU as appropriate warnings are indicated for the reported issue. The IFU states: do not bend fiber at sharp angles. Immediately discontinue use if breaks or fractures appear in the laser fiber. These breaks or fractures may allow undirected emission of laser energy, rendering the distal tip useless and potentially causing harm to surrounding tissues. Carefully inspect the fiber for kinks, punctures, fractures or other damage. If the fiber appears damaged, do not use the device. Return it to boston scientific for replacement. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.